Manufacturer narrative:
Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
Material# 305901 batch#: 3124643, 2308382 and 3124642. It was reported by customer that nurse administered vaccine to a pt and after administering vaccine the needle pulled out of the hub and was left on the baby's thigh. No pt harm reported, customer does not know which exact lot and provided potential lot numbers 3124643, 2308382 and 3124642. Sample available for return. Date of event 11/28/2023 verbatim: rcc received a complaint via phone. Pir attached. Nurse administered vaccine to a pt and after administering vaccine the needle pulled out of the hub and was left on the baby's thigh. No pt harm reported, customer does not know which exact lot and provided potential lot numbers 3124643, 2308382 and 3124642. Sample available for return. Date of event 11/28/2023. Additional information: unfortunately, I don¿t have the defective product anymore. The event occurred five months ago and after not hearing back for so long, the product was discarded.

Manufacturer narrative:
D.4. Other lot number include 2308382 and 3124643, and other expiration dates are unknown. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture dates are unknown.

Event description:
It was reported that the bd safety-lok needle pulled out of the hub. The following information was provided by the initial reporter: "nurse administered vaccine to a pt and after administering vaccine the needle pulled out of the hub and was left on the baby's thigh. No pt harm reported, customer does not know which exact lot and provided potential lot numbers 3124643, 2308382 and 3124642. Sample available for return. Date of event 11/28/2023."